Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge dislodged from the pump. A supply change was performed to address the issue. Blood glucose level was in the 200's mg/dl range.